Event description:
My libre 3 sensor was reading critical low for hours on end and then said it ran a quality control check and shut off to protect my safety. The app told me to remove and replace my sensor. After calling abbot they refused to replace the censor and instructed me in an email to keep using the product. Even if I could have kept using the product, the app said it was unsafe and I was unable to connect to the sensor. This is the 10th sensor I've had show 80 or more points lower than my actual glucose which would lead me to correct a low that didn't exist. It read 55 on my cgm and my actual glucose was 145. They refused to replace their faulty sensor. I as well as many others have had issues with the quality control being forced to switch to the libre 3+. This could have been life threatening had I continued to use this device as they suggested in their email even though it was impossible for me to, or if I had continuously treated "lows" that weren't actually hypoglycemia due to sensor error. Unknown how to fill this in since it's an issue with them not replacing their faulty product. Pt: 4582. Device: 4019, 2460, 2900. Referencing reports: mw5189770, mw5189771, mw5189772, mw5189773, mw5189774, mw5189775, mw5189776, mw5189777, and mw5189778. This report captures libre 3+ cgm #1.